Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces with the helix extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The impedance test was not performed due to condition of the lead, as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the initial implant, high pacing impedance of right ventricle (rv) lead was noted. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.